Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did locate 1 similar complaint with the same failure mode for this serial number. ¿ case: (B)(4) ¿ pre-admit patient not visible on pyxis. A review of the device history record for sn (B)(6) was performed from date of manufacture, 12-dec-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pre-admit baby profile did not cross over. A technical support specialist referred the knowledge article (B)(4) ¿patients and order not crossing to med es server¿ to resolve the issue. The system functioned after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis medstation es system pre-admit baby profiles were not appearing in pyxis over the past few weeks, despite proper setup. This caused delays in administering time-sensitive medications: erythromycin ophthalmic; hepb vaccine; phytonadione pharmacy had to deliver meds manually to avoid further delay. There were no adverse events or injuries reported based on this incident.